Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited loss of capture after release. The lp had dislodged to the left atrium. The lp was retrieved and implant attempt was abandoned. The patient was in stable condition.